Event description:
The account alleged the bed exit would go off and send signal to nursing station, but the audible piezo alarm on the bed would not sound. No injury reported.

Manufacturer narrative:
No further information is available on the repair of the bed at this time.